Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('in great pain') in an adult female patient who had essure (batch no. B44013 inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), fibromyalgia ("muscle pain, fibromyalgia/ muscle problem"), muscular weakness ("muscle weaknesses"), fatigue ("chronic fatigue"), headache ("headache"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (doing all tests in order to have the implant removed). At the time of the report, the pelvic pain, fibromyalgia, muscular weakness, fatigue, headache, amnesia and disturbance in attention had not resolved. The reporter considered amnesia, disturbance in attention, fatigue, fibromyalgia, headache, muscular weakness and pelvic pain to be related to essure. The reporter commented: the consequences are that I can no longer work. For years, I have been followed by several healthcare professionals such as attending physicians, neurologist, etc. They concluded that it was fibromyalgia. I am currently in great pain. I had to adapt my life around my illness. Today, I will have to do all the testing in order to have the implant removed with the risks that this implies. I am appalled at the lack of information from public health. I do not understand why the women who received this implant were not contacted given the severity of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-dec-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('in great pain') in an adult female patient who had essure (batch no. B44013) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), fibromyalgia ("muscle pain, fibromyalgia/ muscle problem"), muscular weakness ("muscle weaknesses"), fatigue ("chronic fatigue"), headache ("headache"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (doing all tests in order to have the implant removed). At the time of the report, the pelvic pain, fibromyalgia, muscular weakness, fatigue, headache, amnesia and disturbance in attention had not resolved. The reporter considered amnesia, disturbance in attention, fatigue, fibromyalgia, headache, muscular weakness and pelvic pain to be related to essure. The reporter commented: the consequences are that I can no longer work. For years, I have been followed by several healthcare professionals such as attending physicians, neurologist, etc. They concluded that it was fibromyalgia. I am currently in a center for persons with a disability and in great pain. I had to adapt my life around my illness. Today, I will have to do all the testing in order to have the implant removed with the risks that this implies. I am appalled at the lack of information from public health. I do not understand why the women who received this implant were not contacted given the severity of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99 kgs. Batch no b44013 production date 2013-06-25 expiration date 2016-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('in great pain') in an adult female patient who had essure (batch no. B44013) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), fibromyalgia ("muscle pain, fibromyalgia/ muscle problem"), muscular weakness ("muscle weaknesses"), fatigue ("chronic fatigue"), headache ("headache"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (doing all tests in order to have the implant removed). At the time of the report, the pelvic pain, fibromyalgia, muscular weakness, fatigue, headache, amnesia and disturbance in attention had not resolved. The reporter considered amnesia, disturbance in attention, fatigue, fibromyalgia, headache, muscular weakness and pelvic pain to be related to essure. The reporter commented: the consequences are that I can no longer work. For years, I have been followed by several healthcare professionals such as attending physicians, neurologist, etc. They concluded that it was fibromyalgia. I am currently in a center for persons with a disability and in great pain. I had to adapt my life around my illness. Today, I will have to do all the testing in order to have the implant removed with the risks that this implies. I am appalled at the lack of information from public health. I do not understand why the women who received this implant were not contacted given the severity of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99 kgs. Amendment: the report was amended for the following reason: after internal review, annex code f1202 was added for disability. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('in great pain') in an adult female patient who had essure (batch no. (B)(4) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), fibromyalgia ("muscle pain, fibromyalgia/ muscle problem"), muscular weakness ("muscle weaknesses"), fatigue ("chronic fatigue"), headache ("headache"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (doing all tests in order to have the implant removed). At the time of the report, the pelvic pain, fibromyalgia, muscular weakness, fatigue, headache, amnesia and disturbance in attention had not resolved. The reporter considered amnesia, disturbance in attention, fatigue, fibromyalgia, headache, muscular weakness and pelvic pain to be related to essure. The reporter commented: the consequences are that I can no longer work. For years, I have been followed by several healthcare professionals such as attending physicians, neurologist, etc. They concluded that it was fibromyalgia. I am currently in great pain. I had to adapt my life around my illness. Today, I will have to do all the testing in order to have the implant removed with the risks that this implies. I am appalled at the lack of information from public health. I do not understand why the women who received this implant were not contacted given the severity of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.